Event description:
Patient was brought from home to the facility to repair a break in the broviac line. Nurse reported that the original line had been placed in (B)(6) 2014.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.